Manufacturer narrative:
On 15-sep-2023, mentor received additional information about the event. It was reported that only the right breast prosthesis was explanted and replaced. The left breast prosthesis is still implanted in the patient. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-aug-2023, mentor received additional information about the event. The patient¿s explanted right breast prosthesis was replaced with a mentor memorygel xtra breast implant 380cc gel breast prosthesis. No information was reported about the replacement for the left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 415cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 380cc gel breast prosthesis (right device) developed capsular contracture in both breasts post implantation (baker grade iii in left, baker grade IV in right). As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.